Event description:
Applied medical direct drive disposable laparoscopic clip applier (10mm) stopped functioning mid-procedure. Diagnosis or reason for use: laparoscopic cholecystectomy. Event abated after use stopped or dose reduced: no.